Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6) a philips remote service engineer (rse) interviewed the customer who indicated after several tests and verifications, the issue was coming from the speaker. There were no audible signals detected. The rse recommended to restart the module; otherwise, to check the speaker connections. The rse communicated the procedure to the customer, but it had not yet been applied because at the time, the module was still in use and in the service (in companion mode only). A good faith effort (gfe) response from the rse confirmed there has been no response from the customer. The customer has been informed that the file will be closed and to get back to philips if the problem persists. Based on the information available, the cause of the reported problem was confirmed to be the speaker. The reported problem was confirmed. The customer did not provide additional information of the resolution, and so this remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported there was a speaker inoperative message present. It was confirmed no audio came from the unit. The device was in use on a patient at the time of the event, there was no adverse event reported.